Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. There was no impact to the customer's blood glucose level. Reportedly, customer successfully reloaded the existing cartridge to resolve the issue and insulin delivery was resumed.